Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a thyroidectomy procedure that the clips were not closing properly. Another like device was used to complete the procedure. There were no adverse consequences for the patient.